Event description:
The following literature publication was reviewed: ¿a prospective single-center study evaluating the efficacy of the stomach, intestinal, and pylorus-sparing procedure.¿ the article was accepted december 1st, 2022. Https://doi.org/10.1016/j.soard.2022.12.020. 1550-7289/2023 american society for metabolic and bariatric surgery. Published by elsevier inc. The objective of this prospective single-center study was to evaluate weight loss and metabolic outcomes in patients with severe obesity undergoing the stomach, intestinal, and pylorus-sparing (sips) procedure, which incorporated the gore® seamguard® bioabsorbable staple line reinforcement for all sleeve components, alongside other surgical materials including a visigi calibration tube and medtronic v-loc suture. A total of 185 cases of severe obesity were included. Patients frequently presented with comorbidities such as obstructive sleep apnea, hypertension, gastroesophageal reflux disease, hyperlipidemia, and elevated hemoglobin a1c. The article reported the gender was female: 77.8% of the study population, white: 48.6% and the mean age was 44.7 years (± 10.1). The article reported that two patients experienced postoperative bleeding that required blood transfusions. Both individuals presented to the emergency room with symptomatic anemia, were admitted, and subsequently received transfusions. Although the events are described, the authors do not clarify the source of the bleeding, leaving it unknown whether the hemorrhage originated from the staple/seam line, another surgical site, or a different anatomical location.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w.l. Gore internal case number. B3: date of event/implant was requested, but not provided, therefore the date the article was accepted, december 1st, 2022, will be used. H3: review of the manufacturing records and engineering evaluation could not be performed as a valid lot number was not provided and the device was not returned to gore. The gore® seamguard® bioabsorbable staple line reinforcement instructions for use (IFU) states: possible adverse reactions and complications that may occur with the use of gore® seamguard® bioabsorbable staple line reinforcement or in any endoscopic surgical procedure and may require intervention include, but are not limited to (shown in english alphabetical order): adhesions, blood loss, hematoma, infection, inflammation, leaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.